Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and no deliver. The customer¿s blood glucose level was unknown at the time of the incident. No damage to the drive support cap was noted. It was not noted if the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08770 inches. The stop (idle) current and run current measurement tests are within specification. Unit also passed off no power alarm test and error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No drive/motor anomaly, unexpected no delivery alarm or motor error alarm noted during testing. The motor was tested outside of the unit and passed. Drive support disk was inspected and no anomaly was noted. No cosmetic damage noted.